Manufacturer narrative:
The user was not able to return samples for eval, but vygon will perform a thorough investigation on the lot history and contact the component supplier for add'l info regarding the cracked luer. A f/u report will be sent within thirty days of completion of the investigation.

Event description:
A huber needle set (shs-2034) within a port access tray was found to be leaking at the female luer when attached to a syringe or IV set. This huber set malfunction has not caused any adverse consequences beyond the pt having to undergo a second stick with a new huber set. The clinician reported that this type of malfunction has happened twelve times within a two month period.